Manufacturer narrative:
Corrected data: d2: mta. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo_13.2; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault. This resolved the problem. Cause of the event was reported as unknown.